Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Given the patient's lifestyle-limiting symptoms, the decision was made to proceed with endovascular treatment. Atherectomy of the left popliteal artery and tpt (tibioperoneal trunk) was performed using a 6-french ss + silverhawk extraction device after which angioplasty of the left popliteal artery, tpt, ata (anterior tibial artery), posterior tibial artery (pta), and peroneal artery was performed using a 3mm x 80mm compliant balloon. Because atherectomy failed to completely resolve the thrombus observed on aortogram, this was followed by manual suction thrombectomy using a glide catheter in the aforementioned vessels to remove residual thrombus. By 1 week postoperatively, her symptoms had fully resolved. However, at 6 months postoperatively, she presented to the office with new onset of left calf pain. On this occasion, her pain was much more severe than her initial symptoms; furthermore, her pain was present at rest and not associated with exercise. Outpatient ultrasound was negative for deep vein thrombosis but revealed a 1.22-cm left tpt aneurysm. An open surgical repair was planned, and the patient was brought to the operating room after 1 week. The postoperative period was uncomplicated, and the patient was discharged on the same day. The patient¿s symptoms resolved postoperatively, and she remained asymptomatic at 3 months, 6 months, and 2 years of follow-up.